Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.events occurred between (B)(6) 1 ¿ (B)(6) 2026.this report summarizes 1 event for the failure: detachment of device or device component. - 1 event had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.reported events1 event was reported for this quarter.product return status1 device investigation type has not yet been determined.evaluation findings (results/components)1 device: results pending completion of investigation / part/component/sub-assembly term not applicableproduct disposition1 device: product disposition is not yet determinedadditional information1 device was labeled for single-use.1 device was not reprocessed or reused.this report was impacted by emdr scheduled maintenance occurring july 22-27, 2026.